Manufacturer narrative:
(B)(4). Publication date used for date of occurrence. The corresponding author listed as surgeon. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore a complaint history review for this device lot number could not be completed. A review of the device labeling was completed. Endophthalmitis, retinal detachment, decreased/impaired vision, and vitritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the case report titled "rothia mucilaginosa endophthalmitis associated with istent inject implantation". Through review of a case report titled "rothia mucilaginosa endophthalmitis associated with istent inject implantation" the following event was identified. A case of subacute rothia mucilaginosa endophthalmitis after phacoemulsification with implantation of an intraocular lens and the stent. The infection was managed with intravitreal antibiotic injections, pars plana vitrectomy, and intraocular lens and stent explantation. This was followed by a second pars plana vitrectomy and silicone oil tamponade for a retinal traction detachment. Nine (9) months after the initial presentation, the vision in the affected eye was partially preserved and the globe remained intact. Preoperative vision was hand motion (hm) due to severe optic atrophy from a history of idiopathic intracranial hypertension which improved to count fingers after surgery. The patient had been on standard post-phaco course of topical antibiotic and steroid drops, along with three (3) intraocular pressure-lowering drops. He presented on postop day ten (10) with hm vision, an intraocular pressure of 20 mm hg and a slit-lamp exam revealing 3+ cells, 3+ flare, and a fibrinous coagulum in the anterior chamber. B-scan showed vitritis, increased choroidal thickness, and an attached retina. Vitreous tap and intravitreal injections were performed for suspected postoperative endophthalmitis. The vitreous samples returned positive for gram-positive cocci which were identified as r. Mucilaginosa. At nine (9) months following the initial presentation, the retina remained attached, and vision continued to be stable at hm. A slit-lamp examination did not show any intraocular inflammation and intraocular pressure was 3 mm hg. The contamination source was not clear and authors can only speculate that the implants may have come in contact with the ocular surface before implantation. Any omitted information was not provided through follow-up. Please see the attached case report for additional information.